Event description:
It was reported that they received a call from a patient¿s home health nurse reporting leakage from the patient¿s IV unasyn infusion. The patient was instructed to discontinue use of the affected medication, switch to a new one, and return the original medication to our facility for evaluation. As a result, the remaining medication had to be discarded. Upon receiving the returned bag, our team conducted an initial inspection. At that time, no visible leaks were identified from the bag and cadd admin set itself. We also examined the enclosure and connection point between the cadd administration set and the bag and found no apparent issues at those junctions. However, the patient reported a sensation of dampness around the filter area. To further investigate, they hung the bag of fluid and left the tubing in a bucket overnight with the line clamped and plugged. When we returned in the morning, there was fluid in the bucket leading us to believe the line definitely leaked from somewhere. This has been reported a few times by different patients. Sample photos provided by customer have been attached to this record. The patient reported the leakage during his infusion. He mentioned feeling wet around the filter (square area). The patient had an additional IV bags with cadd admin to use. The patient had to waste the bag of medication. The medication amipicillin-sulbactam 12gm continuous infusion at a rate of 25 ml/hr. The manufacturer was auromedics. The concentration of the medication was 20 mg/ml, infused via central line. There was patient involvement but no patient harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.